Manufacturer narrative:
The hospital biomed disassembled/reassembled the advanced breathing system, resolving the reported complaint. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit failed the preoperative checkout, affecting mechanical ventilation. There was no report of patient involvement.